Event description:
The ge oec 9800 fluoroscopy system had an issue where the tube arced, and the system would no longer produce x-rays. There were no negative effects to pt care as a result of this malfunction.

Manufacturer narrative:
A ge oec service rep investigated this issue and replaced the x-ray tube as well as the workstation backplane. The system was re-calibrated, including the filaments. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no pt info available from the facility with respect to this issue. No injury resulted or was reported.